Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
The manufacturer received information alleging an exhalation valve in the patient circuit wasn't cycling properly. The device was not in patient use.